Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing is coiled more tightly inside the package. When the wrapper is opened, there is an indent in the tubing from where one of the plastic clamps has been pressing against it inside the package, even if the clamp is not closed, just because it is wound so tightly in there. This indent is located right below the air sensor on the pump. The indent takes a long time to go away, sometimes requiring 10 minutes or so of the nurse rolling the plastic between her fingers to smooth it out. Sometimes they cannot get it to smooth out at all. Additional information: the customer reported specific information for one event to a bd representative during a site visit. During an infusion of carboplatin, frequent air-in-line alarms occurred. The infusion was tried on multiple pump channels with no effect. The carboplatin bag had to be sent back to the pharmacy where the tubing was changed/primed. No additional information was provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing is causing air in line alarms.